Manufacturer narrative:
This report is being supplemented to provide updated fields. Updated fields: h7, h9. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated field(s): d8, d9, g1, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. Based on the results of the investigation, olympus confirmed the device strain relief looked to be broken off, not burnt off, and the connector was damaged. It appeared that the strain relief was bent and the fiber was bent close to180 degrees. A definitive root cause could not be identified. The investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the powered laser surgical instrument after the first activation the laser fiber burned at the connector. The issue occurred during a therapeutic ureteroscopy procedure that was cancelled. There were no reports of patient harm.